Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). CAPA 1039601 was initiated to address the reported failure "material deformation; c-ring" as well as the reported failure "break; c-ring" and product ¿evh cannula."

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when attempting to use the vasoview hemopro 2 c-ring and the harvesting tool, it was noticed that neither one was coming out of the device as expected. These two parts appeared to be closer than expected to each other. It appeared that the c-ring was coming out at a wrong angle. This caused the c-ring to be too close with the harvesting tool making the device harder to use. The harvesting tool seemed like it was going directly into the c-ring almost causing them to cross each other instead of coming out parallel to each other. No excession force or tension was applied to either piece. Due to this defect, the device was deemed unsafe for use and was removed from the surgical field. A new device was opened up and the remainder of the case was finished without other complications. The only surgical delay was the time needed to open a new kit which was around 2 - 3 minutes. No injuries occurred due to the defect.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h10, h11. Corrected sections: h6--medical device ¿ problem code "1384" removed. The device was returned to the factory for evaluation on 05/13/2024. An investigation was conducted on 05/15/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed. The clear silicone insulation of the jaws and heater wire were observed to be intact with no visual defects. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. The c-ring wire was observed to be bent, causing the c-ring to come straight out of the cannula, rather than at an angle. The harvesting device was inserted into the cannula port and it was observed that the c-ring was in closer proximity than normal to the jaws. Based on the returned condition of the device, the reported failure "material deformation; c-ring wire", as well as the analyzed failure "break; c-ring" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000380847 history record review was completed. There was an ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure.

Event description:
N/a.